Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2012 with swelling at the site. The patient had developed an infection. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.